Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 500 mg/dl. There was no report of the patient receiving any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings issue; the basal history does not match the active basal program . This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.